Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection was performed and no physical damages were observed. Functional testing was performed and the reported complaint of the platform displaying a user advisory (ua) 17 (max motor on time exceeded during active operation) was not observed. The autopulse platform was run for 16 minutes using a test mannequin and an additional 10 minutes using a large resuscitation test fixture (lrtf) and no user advisories (uas) or errors were exhibited. The brake gap was also adjusted and the platform was run for another 15 minutes with an lrtf and the platform passed all functional testing. A review of the archive was performed and no user advisories (uas) or warnings were observed on the reported event date of (B)(6) 2015. Multiple user advisory (ua) 17 messages however, were observed on other dates. A ua 17 fault occurs when compression depth is not reached in time. Possible causes are (1) low battery voltage and/or (2) the lifeband is twisted. Please note that when the ua 17 messages occurred, the platform was in use with a low voltage battery. No batteries were returned for evaluation, therefore a definitive root cause could not be determined. Based on the investigation, no parts were replaced to remedy the customer's reported complaint. In summary, the customer's reported complaint that the platform displayed a user advisory 17 was confirmed during review of the platform's archive data. No mechanical issues were found with the device that may have caused or contributed to the ua 17 being displayed. Following service of the returned platform, the device passed all testing criteria.

Event description:
It was reported that during an onsite visit, a review of the platform's archive data was performed and multiple user advisory (ua) 17 (max motor on time exceeded during active operation) messages were observed. There were no reports of the platform displaying this message while in use with a patient or during a shift check. No further details were provided.